Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) battery depletion-normal.

Event description:
It was reported that during device replacement, the device pacing was not inhibited by overdrive pacing of the temporary pacemaker, and the device was not able to sense the operation of the temporary pacemaker. The device was later noted to be at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.